Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve via a transfemoral approach, a perforation developed in the posterior wall of the aorta. The patient became severely hypotensive and was treated with volume and pressors. A large pleural effusion was noted on echo. A pericardiocentesis was performed to alleviate the accumulation of blood in the pericardium. A second 26mm sapien valve was then deployed just distal to the first valve, which sealed the perforation of the aorta. The patient¿s blood pressure rebounded to 120/60 (mean of 80). A total of one unit of blood was given to the patient. Post aortogram and tee showed minimal paravalvular leak and no central aortic insufficiency. The patient was transferred to the recovery room intubated and with an intraaortic balloon pump (iabp) in place. After the initial report, the patient was noted to be doing well and was discharged home. The native aortic annular diameter was 24.3 by tee. The native aortic valve and root were severely calcified. The sinus of valsalva (sov) diameter was 29mm. There was severe mitral annular calcification (mac). The image intensifier angle was described as good. The coaxial alignment of the valve and delivery system was described as poor. During deployment, ventilation was not held and there was no loss of pacing capture. Per the implanting physician, the perceived cause of the perforation of the aorta was the severe calcification of the aortic valve, with 360 degrees distribution of calcium.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic perforation cannot be confirmed. However, it is possible that a combination of procedural factors (poor coaxially alignment) and patient factors (severe aortic root calcification with a narrow stj, 360 degrees of severe calcification on the aortic valve) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.